Manufacturer narrative:
Additional narrative: device returned to manufacturer. A device history record (DHR) review was performed on part # 356.817, lot # 2485712: manufacturing location: (B)(4), manufacturing date: 17.jun.2009. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. Functional test was performed and passed successfully. The reported problem could not be reproduced. The nut could be locked into the aiming arm together with the protection sleeve as intended. As all parts are in faultless condition and no problem could be identified, no further investigation is required. The complained nut is rather old and often used but still in full functional status even there are some signs of wear and tear visible which is result of long term in use. No product fault could be identified. We are not able to identify the root cause for the reported problem. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review of the subject device lot has been requested but not yet completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: during surgery to treat a trochanteric femoral fracture on (B)(6) 2017, the buttress/compression nut came off the aiming arm when the protection sleeve was about to touch the bone. The reported event happened after the surgeon equipped the aiming arm and the protection sleeve after inserting the (B)(6) proximal femoral nail antirotation (pfna). The surgeon tried several times to reconnect the buttress/compression nut but it came off each time. The surgery was delayed 20 minutes due to the reported event. The patient and surgical outcome were not available for reporting. Concomitant medical products: 1x 356.818 / lot 8669585(protect sleeve 16/11 f/pfna blade); 1x 03.010.406 / lot 7841813 (aim-arm 125° f/pfna blade). This report is 1 of 1 for (B)(4).